Event description:
The facility states that the lens was damaged by the cartridge as it was being maneuvered through the lens delivery system prior to implant. There was no patient injury or patient contact.

Manufacturer narrative:
Investigation is ongoing.